Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that in (B)(6) of 2017, the patient had a CT scan of the chest done that revealed outflow graft obstruction. Over time, the patient became symptomatic with a decrease in functionality. The patient underwent an outflow graft revision on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of gore-tex compressing the outflow graft and low flow could not be confirmed through this evaluation. Review of the submitted log file revealed no atypical alarms and the system showed normal device operation above the low speed limit. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.